Event description:
Healthcare professional reported ¿previous prosthetic rupture¿. This record is for the right side. Device was explanted and replaced. Later healthcare professional reported "device non-(B)(6)". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".